Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a display cover torn was confirmed during service evaluation. The quality engineer has assigned the cause to a damaged bezel. The front bezel was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with a torn display cover. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.